Event description:
Patient was revised to address pseudotumor. Metallosis was also present.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update** (B)(4) 2013 - litigation alleges the patient suffers from muscle weakness in the right thigh, difficulty ambulating, limping, audible squeaking of the implant, pain and discomfort. Depuy considers this complaint closed at this time.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the liner product and lot combination since its release for distribution. A previous review of the device history record for the head revealed no related manufacturing deviations or anomalies requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear and elevated metal ions.